Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer not locking, and emergency release would not lock into position. A field service engineer manually removed the top row engines and moved the emergency release lever into a locked position to resolve the issue. The system functioned as intended after a field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system that it had a drawer failure. The customer reported unable to get medications for surgeries that are scheduled.there were no adverse events or injuries reported based on this incident.